Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was an out box failure, therefore no patient involvement.

Manufacturer narrative:
(B)(4).